Event description:
It was reported that tip detachment occurred. An opticross 18 vascular imaging catheter was selected for use. During the procedure, the tip of the ivus catheter came apart from the shaft. The physician used a forceps to pull it out from the patient. The procedure was completed with a non-boston scientific device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the tip was detached. Based on the evidence, the reported allegation of tip detachment was confirmed, since the detached was found during the visual test that could have contributed to the reported issue.

Event description:
It was reported that tip detachment occurred. An opticross 18 vascular imaging catheter was selected for use. During the procedure, the tip of the ivus catheter came apart from the shaft. The physician used a forceps to pull it out from the patient. The procedure was completed with a non-boston scientific device. No complications were reported.